Event description:
It was reported that a device was used during a laparoscopic pharyngeal pouch. It was reported by the affiliate that the tsb35 instrument fired the first time ok. The surgeon is fairly sure the second reload was reloaded correctly. After second firing, the surgeon pushed the release button after having fired the first handle and the second handle. The device would not open properly. The surgeon tried again and the device opened sufficiently to remove the device from the tissue. The cartridge was looked at and most of the staples had fired. Observing the pouch, it did not appear that the device stapled the defect.